Event description:
It was reported that during an iliac stenting procedure, a stent dislodgement occurred. The 60% stenosed lesion was located in the highly calcified right external iliac artery. After achieving access via the right groin, an ultra thin diamond balloon catheter was inflated for pre-dilatation of the lesion and an express biliary ld 7.0mm x 40mm x 75cm stent was successfully placed. Upon crossing the stent with a second express biliary ld 7.0mm x 40mm x 75cm, the stent dislodged from the balloon. The physician attempted to retrieve the stent with an arterial embolectomy catheter but was unsuccessful. A third express biliary ld 7.0mm x 60mm x 75cm stent was advanced and successfully deployed to trap the dislodged stent between the external iliac artery wall and the third stent. The procedure was successfully completed with a fourth express biliary ld 7.0mm x 40mm x 75cm stent. The pt's status is reported as "good."

Manufacturer narrative:
The stent remains implanted and the delivery device was apparently discarded by the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident cannot be determined.